Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have teflon pad damage. A piece of the teflon pad is broken at the midpoint of the pad. The missing material was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during da vinci-assisted gastrectomy surgical procedure, the plastic part of the harmonic ace tip broke and fell off. There was no collision or impact between instruments during use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no report of any fragment fell into the patient from broken tip. There was no patient injury. No report of any post-surgical complications. The instrument was inspected prior to use with no noted damage. No issues with functionality of the instrument during the surgical procedure.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.